Manufacturer narrative:
It was noted that an endoscopic support specialist (ess) met with the staff to discuss recommendations and create an action plan to improve reprocessing practices. The ess promoted automated endoscope reprocessor to help standardized reprocessing quality, as well as reduce the chance of human error during reprocessing. The customer was recommended to follow all reprocessing steps in the olympus' reprocessing manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided as the device was not returned and the issue was found during investigation. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the visera cysto-nephro videoscope had issues with reprocessing. It was noted that the precleaning and leak testing steps were not being completed on any scopes and the staff were not following disinfectant solution testing, temperature and rinsing recommendations. There were no reports of patient harm associated with this event.